Manufacturer narrative:
The investigation for the reported positioning issue has been completed. According to the clinical, shortly after placing the impella cp device it was discovered that the pigtail was caught in the papillary muscle. Multiple attempts were made unsuccessfully until the physician accidentally pulled the pump into the aorta. The decision was then made to remove the pump and replace it with another impella cp device. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was use related. Added- h6 impact code 4628 d4- updated model number. Added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump began to experience suction alarms following placement. Under tee (transesophageal echocardiography) and fluoroscopy, it was discovered that the impella pigtail was caught underneath the papillary muscle and directed posterior towards the mitral valve. After initial attempts to reposition, the pump resulted in the device backing into the aorta, the pump was fully removed and re-inserted. The pigtail of the pump once again got caught underneath the papillary muscle and the decision was ultimately made to replace the device. A new impella cp pump was placed for planned support. There was no patient harm.